Event description:
A patient was having contrast injection for a CT scan. Tried to inject 2cc/sec at 250 psi and a 1" long area of the tube ruptured. Contrast and blood sprayed. Contrast injection was stopped, and new tubing was attached. No evidence of injury to the patient. Rating specifications of pressure was not on the packaging.